Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, hip. It was reported that upon impaction, the femoral head was too large for the trunnion and would not stay on. A femoral head of the same catalog number but different lot was used and performed as expected, adding an approximate 2 minute surgical delay.